Event description:
It was reported the patient had increased/lots of spasms starting in (B)(6) 2014. The patient's pump was turned up in (B)(6) and was noted to be at max. The hcp checked the catheter and determined it was pinched or clogged. The patient had swelling in their spine from c3-c7 back in (B)(6). It "attacked" the patients right side, but the patient "got movement back". The first time, "it attacked his arm". The patient originally got the pump for right leg spasms, but eventually they had spasms in their back and belly, too. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).